Manufacturer narrative:
The product was returned for evaluation. The unit was received with the lock having both rotational and lateral movement and a residue buildup was present. The unit needed new components added to replace worn internal parts. Unit needed to be machined to have heli-coils added to large starburst threads and the set screw in the swivel base was tight. General maintenance and cleaning required. No manufacturing or design related issues were confirmed. Root cause was due to cracked index knob and severely worn internal parts.

Event description:
A customer reported that the a1059 mayfield modified skull clamp needed to be evaluated/repaired. An service and repair manager reported that the clamp's lock had lateral and rotational movement while locked. Additional information was received from the customer on 18jul2018 indicating that the issue was discovered while attempting to place the patient's head atop the mayfield headrest on (B)(6) 2018. The headrest would not lock properly. There was no harm to the patient as the resident assisted the attending surgeon during positioning and continued holding the patient¿s head. Another mayfield component was used during the procedure.